Manufacturer narrative:
The device history record for lot 30029376 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 01 jun 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that there was "repeated disconnection of the end of the tube and the cuff of the tube is not waterproof (porous) with water inside." Additional information received 19-may-2021 indicated the cuff was losing air when inflated. Additional information received 20-may-2021 indicated there were no negative consequences for the patient. Reintubation was required. The issue with the cuff was noticed when "the cuff lost air when inflated."